Event description:
It was reported that a customer had difficulty priming an unknown tubing set; the customer has to disconnect and prime the secondary set separately. It is unknown if a patient was involved. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Should the device and/or any additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation at this time. If the device or additional relevant information becomes available, a follow-up medwatch will be submitted.